Event description:
It was reported that insulin gauge displayed an amount different than expected, as pump showed a current fill estimate of 50 units while caller expected at least 200 units. There was no reported impact to the customer¿s blood glucose level. Customer had removed air from cartridge but had not used room temperature insulin, so technical support educated customer on proper filling with room temperature insulin, arranged to send cartridge loading instructions by email, and customer planned to call back once home to continue filling and loading cartridge with technical support.